Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was nearing its end of service. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
A4 and e1 correction: the patient's weight and facility were updated.